Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tgt4015/06783584). The preoperative aneurysm diameter measured 80 mm. The left common carotid artery was intentionally covered by the tag device, and a metallic stent (manufacturer unknown) was implanted in the left common carotid artery to maintain blood flow into the vessel. The left subclavian artery was coil embolized. The procedure was concluded with no endoleak. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, follow-up images showed a minor proximal type I endoleak. The aneurysm diameter measured 76 mm. The administration of antiplatelet agent was stopped. On (B)(6) 2010, the resolution of the proximal type I endoleak was confirmed. The aneurysm diameter measured 65 mm. On (B)(6) 2011, follow-up images showed no endoleak. The aneurysm diameter measured 59 mm. On (B)(6) 2012, the aneurysm diameter measured 64 mm with no endoleak identified. On (B)(6) 2013, the aneurysm diameter measured 66 mm with no endoleak identified. On (B)(6) 2014, the aneurysm diameter measured 61 mm with no endoleak identified. No re-intervention is scheduled.